Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of an express sd stent delivery system and stent with a carrier tube. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between markerbands. There were numerous kinks throughout the shaft of the device. The distal tip was damaged. The first distal row of stent struts was flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified ostium of the left renal artery. A 7.0mmx15mmx150cm express¿ vascular sd stent delivery system was selected to treat the lesion. When flushing the device, the physician found the distal portion of the stent was not smooth. It was suspected that the tip maybe damaged during transportation. The procedure was completed with another of the same device. No patient complications were reported and patient's status was ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified ostium of the left renal artery. A 7.0mmx15mmx150cm express vascular sd stent delivery system was selected to treat the lesion. When flushing the device, the physician found the distal portion of the stent was not smooth. It was suspected that the tip maybe damaged during transportation. The procedure was completed with another of the same device. No patient complications were reported and patient's status was ok.